Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was failed to power on. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed to power on. The technical support specialist (tss) had confirmed that the issue had been resolved by the field service engineer (fse) who had attended and verified that the station was already operational. And the fse had been tested on hardware test application (hta) with no faults detected. The fse had inspected the power cables and ups had been carried out, revealing no issues. After completing all necessary checks and finding no concerns. The system functioned as intended after the field service engineer troubleshot the device.